Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension, and a limb stent graft on (B)(6) 2012. The patient came in emergently with back pain and a type 3b endoleak was identified as well as a type 3a endoleak with complete component separation between the main body and the infrarenal aortic extension. The physician plans to reline the patient however, the secondary intervention has not been scheduled.